Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited low, in range pacing impedance. Cardiac perforation associated with the rv lead was identified. While attempting to reposition the rv lead, the helix became entangled in the endocardial tissue and was ultimately detached after multiple attempts. The helix was noted to be deformed. The rv lead was not implanted; instead, an alternative lead was successfully implanted on (B)(6) 2026. There were no patient consequences.